Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported, approximately 3 years and 1 month post initial right total shoulder arthroplasty (tsa), the patient underwent revision at which time the liner was revised as part of the recall. The event was not related to the breakage of a device and did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: a10012 - gps implant kit v2 05001221165 320-01-42 - equinoxe reverse 42mm glenosphere 6917433 320-20-00 - eq reverse torque defining screw kit 6943184 320-15-02 - rs glenoid plate sup aug, 10 deg 6973533 531-20-00 - shldr gps rvrs drill kit 6974440 531-78-20 - shouldr gps hex pins kit 6984262 531-78-20 - shouldr gps hex pins kit 6984279 320-15-05 - eq rev locking screw 6985677 320-10-00 - equinoxe reverse tray adapter plate tray +0 6999544 300-01-11 - equinoxe, humeral stem primary, press fit 11mm 7026350 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s213580 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s255952 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s273456 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s273503